Event description:
A distributor in (B)(6) reported that an rt225 breathing circuit kit was received without an adaptor kit. The missing component was observed by the distributor prior to patient use.

Manufacturer narrative:
(B)(4). Method: the breathing circuit kit was returned in an unsealed package. The kit was checked for missing components. Results: the adaptor kit was missing from the package, confirming the reported fault. A lot check revealed no other complaints of this nature for lot number 100526. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. There are standard operating procedures (sops) in place to assist operators on the production line correctly pack breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. It is possible that operator error has resulted in the omitted adaptor kit. (B)(4).